Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the sensor wire was missing. The sensor was inserted on (B)(6) 2017. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation of a missing sensor wire could not be determined. A root cause could not be determined.